Manufacturer narrative:
Product complaint: (B)(4). Sent to the FDA: 07/24/2019 . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure and suture was used. During use, the suture unraveled. Case completed with another suture. There were no patient consequences reported.